Event description:
It was reported that the atrial lead had high thresholds and was fractured. The atrial lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The manufacture date was not available and if received a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.